Event description:
The manufacturer service technician reported the device was missing components while it was being serviced at a tsr facility. There were no adverse consequences related to this event.